Event description:
In 2008, the sales representative reported that during surgery it noted the end of the bone awl was jagged. Upon visualization of the device, there was a piece missing at the tip. The sales representative reported that this may be due to the positioning of the awl where bone was getting in between the awl and the kwire. The surgery was completed with an identical device that the sales representative had in his kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.